Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported e117 error. The device housing cover was defective with a dent on the side. The investigation assumed the wear and tear was due to user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the (B)(6) camera control unit took a long time to start up and have an error code e117, but there was an image on the screen. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The reported error code of e117 was not confirmed. There was no information if there was any damage on the device or not. The instruction manual identifies the following related verbiage: otv-s400 instruction manual 9.2 troubleshooting guide ·code: e117 ·error message: otv error ·possible cause: camera control unit malfunctions. ·solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.